Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 32 mmol/l. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the cartridge compartment was cracked and the reported hyperglycemia occurred as a result of the damaged cartridge compartment. The user guide instructs the user to examine the pump for cracks chips or damage, and to contact the animas distributor if the pump is suspected to be damaged. Additionally, the user guide indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be used in water. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy allegedly associated with damage to the pump.